Event description:
Information received from the field does not address the patient's clinical status but notes that during routine trans-telephonic monitoring (ttm), a loss of atrial and ventricular sensing was observed. A subsequent clinical follow-up reported problems with both atrial and ventricular sensing. The patient had prior aortic aneurysm repair, but normal sensing was demonstrated up until the ttm follow-up.